Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a tego® connector where it was reported at end of dialysis run, writer noticed blood on patient's shirt, sling and bed sheet. It was noticed that the arterial lumen tego cap was leaking. No defects noted on the tubing set before it was used. The tubing replaced and therapy resumed. It was unknown how much was the blood loss. There was patient involvement and no patient harm reported.